Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the cutter bent to a 45 degree angle during harvest and reported excessive smoke and charring. They reported that excess tissue must have gotten into crux of jaws and despite cleaning the device seemed to malfunction. No patient affects and he opened a new kit to finish case. There was a delay to change devices.

Manufacturer narrative:
Tw ID#(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: a2,a3a,a4,b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/20/2024. An investigation was conducted on 11/26/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The harvesting device tip was observed to be bent forward. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). No further electrical testing was conducted due to the condition of the bent shaft tip. Based on the returned condition as well as the evaluation results, the reported failure "material twisted/ bent shaft" was confirmed, however the reported failure "environmental particulates- smoke" was not confirmed. The lot # 3000416703 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.